Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the issue occurred before an unspecified diagnostic procedure, and it was unknown how the intended procedure was completed.

Event description:
It was reported that the lcd monitor exhibited a black screen with no visible image upon start up. It is unknown when the issue was found and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
In a communication with the service engineering department, via a conference call, the issue was resolved by the field service engineer, hence no service report was sent. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.